Manufacturer narrative:
No device malfunction is alleged. The probe was not returned to neuwave for evaluation and has been discarded by the user. The ablation system logs were reviewed and confirmed the power and time settings for the ablation and the tract cautery of both probes. No probe or system errors occurred during the procedure. A review of the device lot history records for the probes used indicated that the probes met all specifications and passed all manufacturing tests. No additional investigation is planned. Neuwave is attempting to obtain more information about the patient's current status and any follow-up care required. Post-ablation bleeding is a known potential complication of thermal ablation procedures. A follow-up MDR will be submitted if additional information becomes available.

Event description:
On (B)(6), dr. (B)(6) notified a neuwave territory manager that the female patient that he performed a neuwave renal mwa on (B)(6) had experienced significant internal bleeding 5 hours post ablation, that she had coded and was stabilized in the unit after losing large amounts of blood. The case involved the use of 2 pr 20cm probes. The first involved the use of a 13ga introducer to facilitate probe placement. Both probes were ablated at 65w for 10 minutes to treat a 3.1cm lesion. Upon completing the ablation, the physician performed tract cautery when he removed the probes from the patient. The case was completed without incident. No device malfunction is alleged.